Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was restrapped. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to expose and later failed to boot. No report of pt injury.